Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Sample status: [x] no sample returned [ ] sample returned test result(s): [ ] defect confirmed [x] defect not confirmed no sample, serial number, or device logs were provided. Further investigation of the complaint is not possible without a sample and/or device logs. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: IV fluids started at 0115 at st. Ann's. Infant transferred to dmh at 0340. IV kept reading occluded once placed on bbraun pumps at dmh. IV flushed well with blood return. Bbraun pumps changed out, same response. IV tubing changed around 0630 and IV infused well.